Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing elevated blood glucose level of 19.9 mmol/l; took correction via pump. Patient stated he switched to a second pump with the same basal rate and the next day his blood glucose level was less than 10 mmol/l; thinks the pump does not deliver insulin correctly. No adverse event reported. Requested return of the alleged device for evaluation.